Event description:
(B)(4).

Manufacturer narrative:
The device is being returned to the mfg facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no pt injury reported for this incident. (B)(4).

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The complaint regarding a charging fault was confirmed. The investigation determined that the device fault was due to an isolated component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).